Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact experienced resistance when filling multiple cartridges. The user's blood glucose (bg) level was over 240 mg/dl. A bolus via the pump was delivered to address bg level. The user loaded a new cartridge successfully.